Event description:
It was reported that the device has a noisy pump and does not work well, as well as the temp goes too high. There was no additional information provided.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the device has a noisy pump and does not work well., as well as the temp goes too high. No patient involvement.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The device had a noisy pump and was out of calibration. The problem source is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device., corrected data: found during pm. No pt involvement.